Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified creases, wear abrasion, red particle material in device outer surface and fluids.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade iii. Device remains implanted.